Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ safety-lok¿ bd¿ disposable syringe with bd luer-lok¿ tip leaked fluid from the needle hub. No serious injury or medical intervention was reported.

Manufacturer narrative:
This complaint was created in error and is a duplicate of MFR report # 1213809-2018-00687.

Event description:
It was reported that bd¿ safety-lok¿ bd¿ disposable syringe with bd luer-lok¿ tip leaked fluid from the needle hub. No serious injury or medical intervention was reported.